Event description:
Nonphysiologic oversensing on (B)(6) 2020. Patient had short v-v intervals between (B)(6) 2020 and (B)(6) 2020. Vt-ns show non-physiologic noise and recommending the patient be evaluated for a possible rv lead integrity issue or lead/device connection issue (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).